Event description:
It was reported that balloon burst occurred. The 80-90% stenosed target lesion was located in the non-tortuous and non-calcified radial artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During the procedure, after tracking the device to the target lesion, the physician started to inflate the balloon. However, the device burst at 10 atmospheres upon first inflation. The device was carefully removed via the sheath and the procedure was completed with another of the same device. No patient complications reported.